Event description:
Customer hospitalized due to high blood glucose. During troubleshooting, an e21 alarm was found the day before hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best or our knowledge.